Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance measurements and threshold levels. The patient experienced a syncopal episode and incurred a fall.